Event description:
The catheter broke.

Manufacturer narrative:
We received two used units that were used on the same patient in 2007 and sent them to be decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted.